Event description:
Patient has right handed injury & as a result was attempting to lower rail system with one hand. Patient's grip slipped, rail system dropped trappin patient's hand between rail & frame. Patient received superficial abraison. Abraison cleansed & a ban-aid applieddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: labeling problems, none or unknown, none or unknown, failure to follow instructions. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.